Event description:
Specific pt results for specimen was received in 11/2003. Specimen showed 15% blasts on the smear, but no blast flag on the cd 3700 analyzer. The specimen was run on a cd 3500 analyzer and a sysmex analyzer and both instruments displayed the blast flags. No add'l pt info is available. No impact to pt management was reported.